Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was estimated that "the power switch is not functional and stuck" was caused by a failure of the power switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch was found damaged and not functioning properly. Additionally, the scope socket locking mechanism was sticking, compromising the connection. The lamp meter was providing a reading of 500+ hours of use, and there was notable cosmetic damage throughout the device ¿ worn panel, rusted components, etc. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power switch on the front of his olympus evis exera iii xenon light source was stuck and not functioning properly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.